Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros tropi es results were obtained from a single patient sample processed on the vitros eciq system. The investigation could not determine a definitive root cause. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer observed non-reproducible, higher than expected vitros tropi es results from a single patient sample processed on a vitros eciq immunodiagnostic patient sample 1 result of 0.200 and 0.112 ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result of 0.200 ng/ml was initially reported out of the laboratory and the patient was administered a bolus of heparin based drugs, however there was no allegation of patient harm as a result of this event. (B)(4).